Manufacturer narrative:
A visual inspection was performed on the returned device. The reported suture detachment could not be tested some components were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after a cardiac ablation procedure with an 8.5f sheath. Reportedly, a suture break occurred while advancing the suture trimmer. A new prostyle device was inserted without issues. However, after opening the foot, it was observed the foot became stuck and was no longer able to move. The device itself and the lever were both unable to move forward or backward. The physician then applied more force to the lever and the foot plate was able to close. The device was removed and hemostasis was achieved with a figure eight stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.